Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this pacemaker was part of a system revision due to bacteremia. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The pacemaker was reused as an external pacing device and was later explanted together with the temporary lead.